Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 350 mg/dl. The customer stated that he was hospitalized due to diabetic ketoacidosis because the cannula was bent causing him to not receive any insulin. The customer stated that he used 5 sets that were all bent and had 8 unused set to return back. The customer was unable to troubleshoot as the call got disconnected.